Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with burn marks. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not work as intended. During the procedure, after a period of use a burn mark was observed on the insulation near the tip off the instrument. The procedure was completed with no reported injury.